Event description:
It was reported that during the procedure, insufficient ice occurred. This cryoablation system was used for a cryoablation procedure. During the procedure three iceforce 2.1 cx l 90 degree needles formed insufficient ice. The needles were not moved to another channel; however, as fourth needle was added and the procedure was able to successfully be completed. There were no patient complications as a result of this event.